Manufacturer narrative:
Continuation of d10: product ID: nv-4-10-helix (222711307); product ID: nv-5-15-helix (222709375); product ID: nv-5-20-helix (224094826); product ID: nv-6-20-helix (224112078); product ID: nv-6-20-helix (224112078). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a patient who had 6 concerto coils implanted to treat a 13mm saccular aneurysm with vessel occlusion coil embolization on (B)(6) 2022. All the involved coils were delivered and deployed successfully to achieve successful treatment of the target vessel. No device malfunction was reported. Post-operatively, the patient experienced ischemic cholecystitis. The patient was treated with medication and the event prolonged the patient's hospitalization. The event resolved with the medical treatment and the patient was discharged on (B)(6) 2022. The site and study sponsor assessments of the event both concluded the event was possibly/probably related to the index procedure but not related to the concerto devices.

Event description:
Additional information received. That the symptom onset date, updated to (B)(6) 2022.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.